Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that the handset was not working right and would not let them have their medicine like it was supposed to. The patient stated that they were locked out for four hours (patient said on in the call that they were supposed to be locked out). The patient noted that they had lost their original handset in a hospital, but they got set up with a new handset which was the handset that was not working. The patient stated that there was a red thing that came up that read something error. They had to hold the communicator over the pump forever for it to get to where they could get a bolus. The patient was unaware of what the error/code was appearing. The screen would get stuck at91 for about three seconds before the bolus would go through. The agent had the patient close the ¿myptm¿ application and then re-open the ¿myptm¿ application and attempt communication. The patient briefly saw ¿no pump response¿ but was able to connect without issue. They were moving the communicator around over the pump. The agent reviewed with the patient to keep the communicator held steady over the pump. The patient then saw the tutorials screen. The agent assisted the patient with disabling tutorials. The equipment was working as intended during the call. When asked for the event date, the patient said that it was about two weeks. The patient mentioned that therapy detail information: ¿bolus duration - 2 minutes lockout duration - 4 hours dri - 3 boluses/12 hours boluses per day - 4/day.¿ additional information was received from the patient who reported that the handset was lagging at 91% when trying to connect to the pump. The agent walked the patient through clearing data from the handset. The patient connected to the pump without issue while on the call. The agent recommended to monitor the issue and to call back if further assistance was needed.